Event description:
Event: (cc# 98-00833) the customer ordered a 34cc iab and a 40cc iab was shipped to the facility. This was discovered during a check of the received item. The product was never used on a patient. (Multiple event to customer complaint number 98-00832, 98-00834) no item was returned to datascope. [Event complications]: none from the event - reported 6/30/98. [Patient's current status]: none - reported 6/30/98.